Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 28 x 4.00 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on the proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured and the result was was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24sep2021. It was reported that crossing difficulties were encountered. The 85% stenosed lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A 28 x 4.00 promus premier drug-eluting stent was advanced for treatment and failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed stent damage.